Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying an error 2 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at an unspecified time. The patient reportedly manages his diabetes with an unknown type/dose of oral medication and it is not known if he took any action regarding his usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of ¿blurred vision and felt like he was drunk¿ a few hours after the issue began. Despite his symptoms he denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was incorrect. The issue was resolved with training. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.